Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the pump disconnected from her body while she was sleeping. This resulted in high blood glucose level. She tried to do bolus for 10 units and then 5 units since it was not going down. Her blood glucose level was reported to be 818 mg/dl when she was admitted to the hospital. The patient was assisted in reconnecting the transmitter and the pump. In the hospital, she realized that the infusion set was dislodged and the insulin was dripping. She was hospitalized for a couple of days. During her stay at the hospital, her doctor did not allow her to use her pump for 2 days. No further information available.